Event description:
The customer reported that there was a communication failure error message. Further info was received indicating that this error caused a system lock up. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. All power supply and fuse connections were evaluated and reseated. The ps1 power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.